Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was found passed out and was transported by an ambulance to the hospital with hypoglycemia in (B)(6) 2025. The patient got a "sensor failed" message and the sensor stopped working. The patient believed the blood glucose readings were off prior and the pod was giving too much insulin. There were no reported blood glucose levels as the patient was passed out at the time of the reported event. Symptoms reported include the patient feeling weird and passing out. The patient was treated with intravenous fluids with dextrose. After multiple follow up attempts with the patient, there is no information on patient discharge, diagnosis and if the pod was removed or not at the hospital.